Event description:
Discrepant advia 1200 potassium (k) results were obtained for two pts. The results were reported to the physicians. The samples were retested after the system operator checked the instrument qc and found it to be low. Corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discrepant potassium results.

Manufacturer narrative:
The customer was instructed by a siemens field service engineer (fse) who was onsite at the time to replace the electrode. The customer replaced the electrode and the instrument then gave proper calibration and qc results. The instrument is performing within specifications. No further eval of the device is required.